Event description:
Initial calcium result of 11.2 mg/dl, same sample repeated gave result of 9.7 mg/dl. Initial result was reported. No info provided to determine if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.